Event description:
A customer stated that a newborn sample from the nicu (neonatal intensive care unit) reported positive on thc_2 (tetrahydrocannabinol). The sample was tested on an advia 1800 system. The sample was also sent to a reference laboratory for confirmation testing which reported cannabinoids as negative. There were no reports of adverse health consequences and no reports of injury due to the discordant thc_2 result.

Manufacturer narrative:
(B)(4). Siemens reviewed the data provided and there appears to be no evidence of toxicity, no data that would indicate harm and the electrolytes appeared acceptable. The customer did not indicate that there was a problem and only asked for information regarding sample handling and cross reactivity. On (B)(6) 2011, the customer contacted siemens tas (technical assistance) and asked if there were any known interferences with the thc_2 assay. Siemens provided the customer with a complete listing of the cross reactivity document for their review, the instructions for use (IFU) and discussed sample collection and handling. The tas checked the analyzer to make sure the assay was set up correctly, and it was. The tas discussed with the customer performance of the mandatory daily rbl with the negative calibrator and checked the calibration rbl/history log to make sure this was being performed, and it was. Qc was checked on the day that the sample was analyzed with no issues. The customer was not having any known issues with any other assays or the performance of the thc_2 assay. All other samples that tested positive for thc_2 on that day were confirmed positive. The customer stated that the samples were very dark and had a lot of particulate matter. It appears the specimen was visibly contaminated with feces and it was believed that this contributed to the customers false positive result. The instrument is performing within specifications. No further evaluation of the device is required.